Event description:
The customer reported the unit would shut down when powered by the battery. There was not reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the unit would shut down when powered by the battery. There was no reported patient involvement. Philips evaluated and verified the failure. It was determined that this was a battery failure. The customer will be ordering a new battery to resolve this failure.